Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to a patient. This was identified after use of the device. It was further stated the infusion took 72 hours to complete when the expected duration was 48 hours. The device had been filled with 5-fluorouracil and saline to a total fill volume of 115ml. There was no patient injury or medical intervention associated with this event. No additional information is available.